Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration following implant of this mitral ring, it was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from the health care facility (hcf) where this patient had their implant procedure done approximately one month prior to this call, stated that there has been no additional procedure done at this facility and as far as they are aware the patient still has their devices implanted. The patient has a 38mm mitral annuloplasty ring and a 25mm non medtronic aortic valve. Nothing further was completed on this patient since their implant at that facility. Updated patient and device codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.